Event description:
Disposable mogen was applied and would not release. The lever released but the bar would not come out of the device in order to open. Multiple attempts completed and after significant struggle finally opened.